Manufacturer narrative:
A ge rep evaluated the system and tightened the connections on the isolation transformer, reseated circuit boards, and replaced the hard drive. The system operates as intended.

Event description:
The customer reported the system displayed a communication error, a system error, and locked up. No pt injury was reported.